Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory indicated a r-wave amplitude measurement issue.r-wave measurement of 1.4 mv recorded on 2016-04-20 is less than the recommended value of greater than or equal to 5 mv per the clinical manual.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg) about eight to ten positions were attempted throughout the procedure with multiple measurements on each to recheck. Initial positioning was directly on the septum but with difficulty due to the catheter continuously advancing down towards the apex due to the shape of the heart. Good fixation was seen under fluoroscopy but measurements were not sufficient, measurements were rechecked and still no significant change. Numerous subsequent positions were tried with the similar results in measurements. Fixation was very good throughout except for one position upon which recapture was quickly carried out. During about the sixth reposition, measurements although not perfect were considered to be reasonable given the difficulties of finding good measurements previously. The physician waited sometime at this point to see if the threshold came down. The position although very clearly fixated with three tines was not ideal as it was very high on the septum/outflow tract but due to such previous difficulties, it was decided to wait and recheck. The threshold was variable when checked but seemed okay. The decision was made to stick with this position. However at the point of the tether being cut, the threshold increased. The tether was clamped and it was decided to not stick with this position. Two more positions were attempted with similar results of good fixation and extremely poor measurements. The case was abandoned at this point. The patient is to be rescheduled for a standard ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.